Manufacturer narrative:
Manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one titanium powerport with a catheter attached to a cath-lock was returned for evaluation. Gross, visual evaluation and functional testing were performed. The investigation is confirmed for the identified fracture and discoloration as the catheter was noted to have a three radially adjacent longitudinal splits from the distal end of the cath-lock. Striations were observed on the edges of all three longitudinal splits. Also discoloration was observed on the catheter segment. However, the investigation is inconclusive for the reported extravasation/leakage issue as this event in the patient could not be directly observed. Similarly, an in-house syringe was attached to the proximal end of the catheter segment and infused/aspirated without issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." (Expiry date: 05/2017).

Event description:
It was reported that five years post port placement, the device allegedly developed extravasation at the puncture site while administering sodium chloride. It was further reported that the port was examined using angiogram and then removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2017). Device pending return.

Event description:
It was reported that five years post port placement, the device allegedly developed extravasation at the puncture site while administering sodium chloride. It was further reported that the port was examined using angiogram and then removed. There was no reported patient injury.